Event description:
It was reported that during a laparoscopic appendectomy the device was clamped on the appendix when a piece fell off the handle making it extremely difficult to remove because the handle was not working properly. It was not reported how the device was removed. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
The device is a class I device. Final device investigation found that the device was returned with the jaws locked together and the button for the locking trigger broken off the handle with the spring was still attached to the button. The handle was separated around the locking trigger. The jaw appeared to be in alignment. Upon eval, the jaws were locked shut, as if the locking function on the handle was engaged and could not be disengaged. The device history record was reviewed, adn no discrepancies were noted. As each device is visually inspected and functionally treated prior to release, no conclusion could be made as to what may have caused the reported event.